Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. The iab was inserted into the pt on 5/23/97. On 5/23/97. On 5/26/97 after iabp for about 48 hrs, blood was noted in the tubing and the iab was removed. Event complications: unk - rpt'd 5/30/97; none - rpt'd 6/18/97. Pt current status: unk - rpt'd 6/18/97.